Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported they noticed the secondary infusion of clindamyin was back flowing to the primary drip chamber caused by a possible check valve issue. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of the secondary back flowing into the primary was confirmed. No anomalies were observed during visual inspection. The check valve was also visually inspected under microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed by filling the primary bag with clear water. The bag was then use to priming the primary set. The lab secondary set, was connected to a bag filled with water with blue dye was attached to the primary set. The sets were set up in a secondary infusion configuration with all of the clamps closed. The secondary set was primed and the roller clamp was slowly opened. Fluid and air bubbles were noticed going into the primary bag on the returned set. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The failed component was returned to the supplier for additional analysis. Testing of the returned part indicated a failed result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of secondary back flowing into the primary was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that the particulate that caused the backflow condition was washed away during testing or dissection.